Event description:
It was reported that the intra-aortic balloon (iab) was inserted via sheath in operating room post cardiopulmonary bypass (cpb), 30cc ultra 8, gentleman with tortuous aorta. Per note from perfusion "the balloon ruptured 14 - 16 hours after insertion, with blood filling the gas line." Further details from perfusion: "autocat2 wave console. Rupture was noted immediately, console alarmed & balloon pump was shut off for immediate removal. A second balloon was then inserted at bedside by a cardiac surgeon. Patient had recently flipped into atrial fib. We used the console for second balloon insertion without event. Patient's leg was ischemic & iab was removed in early 2009." Additional information received from sales rep on 1/20/09 stated "I met with chief perfusionist today, 1/20/09 while picking up product in question. I did ask if console was checked by biomedical engineering, he stated no that same console was used on the next insertion for this patient and all was fine. Staff had turned off console and clamped helium drive line,thus no blood entered autocat2 wave. I also met with their biomedical engineering team to determine if he felt this console should be checked. Biomedical engineering stated all was fine and that pump was still in use in the hospital and was functioning fine."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.